Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A 1104g was reported to have malfunctioned during a procedure. After the unit was inserted there was no reading found on the monitor. The procedure was not delayed as another unit was used. The pt did not incur an injury as a result of this issue. When asked if the pt had to have another tunnel done this is the response integra received; "the technician was not present during the surgery however, our product specialist said if a revision is done the same tunnel is used."